Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon does not inflate due to the balloon sheath being perforated. The perforation occurred when the balloon was intended to be inflated, but the balloon had not been inflated or deflated before the perforation. The procedure was completed by changing the device for a new one. There was no reported injury to the patient. This occurred during a iliofemoral thrombo-endarterectomy procedure. The product was stored correctly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective envelope from the balloon, or any part of the sterile packaging. There were no wrinkles or other damage before inserting the product into the patient. The device prepared normally, maintaining negative pressure. The stenosis was significant, with strong repercussions due to the tightness of the ostium of the left common iliac artery. The device was not used for chronic total occlusion (cto). There were no difficulties in advancing the balloon catheter into the vessel, nor in crossing the lesion. The balloon catheter did not bend during use. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon does not inflate due to the balloon sheath being perforated. The perforation occurred when the balloon was intended to be inflated, but the balloon had not been inflated or deflated before the perforation. The procedure was completed by changing the device for a new one. There was no reported injury to the patient. This occurred during a iliofemoral thrombo-endarterectomy procedure. The product was stored correctly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective envelope from the balloon, or any part of the sterile packaging. There were no wrinkles or other damage before inserting the product into the patient. The device prepared normally, maintaining negative pressure. The stenosis was significant, with strong repercussions due to the tightness of the ostium of the left common iliac artery. The device was not used for chronic total occlusion (cto). There were no difficulties in advancing the balloon catheter into the vessel, nor in crossing the lesion. The balloon catheter did not bend during use. A non-sterile unit of ¿powerflexpro 7mm4cm 80¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed no damages or anomalies. The balloon arrived uninflated and still pleated. No other outstanding details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port, positive pressure was applied to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a leak in the shaft, located approximately 41 cm from the distal tip. Inspection with a vision system revealed a puncture where water was leaking. The shaft showed a torn condition and secondary scratch marks near the damaged area. This type of damage is commonly caused by interaction with a sharp object or mechanical damage. It is very likely that the same factors that caused the scratch marks on the surface also led to the damaged condition of the received device. The reported ¿body/shaft-puncture/cut¿ was confirmed due to the torn condition observed on the unit during analysis. However, the exact cause of the damage could not be confirmed. Device analysis indicated that the body/shaft was torn, resulting in leakage from the damaged area during functional testing. The outer surface of the shaft exhibited scratch marks near the tear. Based on the provided information, it appears that the damage was caused by the interaction of the shaft material with a sharp object. Additionally, vessel characteristics such as stenosis and tightness of the ostium likely contributed to the observed damage. According to the instructions for use which is not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Insertion, inflations and withdrawal: 1. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. 2. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Note: balloon inflation should be performed with the guidewire extended beyond the catheter tip. It is strongly recommended that the guidewire, the balloon catheter, or both, remain across the lesion until the procedure is complete and the dilatation system is to be removed from the vessel. Note: to preserve the folded balloon shape during insertion and catheter manipulation, maintain a vacuum on the inflation lumen. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire. 3. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. 4. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system 5. Using fluoroscopy and the radiopaque marker bands, position the catheter at the appropriate location.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon does not inflate due to the balloon sheath being perforated. The perforation occurred when the balloon was intended to be inflated, but the balloon had not been inflated or deflated before the perforation. The procedure was completed by changing the device for a new one. There was no reported injury to the patient. This occurred during a iliofemoral thrombo-endarterectomy procedure. The product was stored correctly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective envelope from the balloon, or any part of the sterile packaging. There were no wrinkles or other damage before inserting the product into the patient. The device prepared normally, maintaining negative pressure. The stenosis was significant, with strong repercussions due to the tightness of the ostium of the left common iliac artery. The device was not used for chronic total occlusion (cto). There were no difficulties in advancing the balloon catheter into the vessel, nor in crossing the lesion. The balloon catheter did not bend during use. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon does not inflate due to the balloon sheath being perforated. The perforation occurred when the balloon was intended to be inflated, but the balloon had not been inflated or deflated before the perforation. The procedure was completed by changing the device for a new one. There was no reported injury to the patient. This occurred during a iliofemoral thrombo-endarterectomy procedure. The product was stored correctly according to the instructions for use (IFU). There were no difficulties in removing the product from the hoop, the protective envelope from the balloon, or any part of the sterile packaging. There were no wrinkles or other damage before inserting the product into the patient. The device prepared normally, maintaining negative pressure. The stenosis was significant, with strong repercussions due to the tightness of the ostium of the left common iliac artery. The device was not used for chronic total occlusion (cto). There were no difficulties in advancing the balloon catheter into the vessel, nor in crossing the lesion. The balloon catheter did not bend during use. The device will be returned for evaluation.